Event description:
It was reported that there was suspected osteolysis due to wear. Intraoperatively corrosion under the femoral head, liner, and cup was found. (Accolade stem stayed implanted.)

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding corrosion involving a cocr head was reported. The event was confirmed. Method & results: device evaluation and results: evaluation of the insert indicated - evidence of a corrosion process was observed within the femoral head taper. Evidence of impingement from the femoral neck was also observed. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: insufficient records were provided. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: a material analysis indicated that evidence of a corrosion process was noted within the head taper. No material or manufacturing defects were observed. The exact root cause of the wear cannot be determined as medical records, clinical history and operative reports are needed for further evaluation.

Event description:
It was reported that there was suspected osteolysis due to wear. Intraoperatively corrosion under the femoral head, liner, and cup was found. (Accolade stem stayed implanted.)

Manufacturer narrative:
The catalog number and lot code have not been provided. The device was reported as an unknown cocr head. A supplemental report will be submitted upon completion of the investigation.